Event description:
It was reported that a user participating in the ilet experience study experienced hypoglycemia, describing continuous downward glucose trends after meals with the sensor trace crossing below 70 mg/dl and expressing concern that the device target appeared too low despite prior inquiries on adjusting targets. Symptoms included hypoglycemia with associated functional impairment and feeling unwell beginning around 90 mg/dl and requiring cessation of activities around 80 mg/dl. Outcomes included no reported medical intervention, hospitalization, or alarms. Investigation included attempts to contact the user to obtain additional information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction or component failure reported and no alerts documented. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.